Manufacturer narrative:
Our quality engineer inspected the photo, and 2 representative samples submitted for evaluation. The reported issue of safety mechanism failure was not confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. The samples were subjected to an activation/ locking force test and the samples passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Event description:
Material # 305765. Batch # 7114182. It was reported by customer that the pink safety on the syringe shattered when the hcp removed the product from the packaging. Verbatim: the bd eclipse needle, the pink safety on the syringe shattered when the hcp removed the product from the packaging.

Manufacturer narrative:
Actual root cause could not be determined as no sample were received for investigation. The complaint will be re-opened and re-investigated when sample is received.

Event description:
Material # 305765. Batch # 7114182. It was reported by customer that the pink safety on the syringe shattered when the hcp removed the product from the packaging. Verbatim: the bd eclipse needle, the pink safety on the syringe shattered when the hcp removed the product from the packaging.

Event description:
It was reported that bd needle eclipse 21x1-1/2 rb tw safety mechanism failed. It was reported by customer that the pink safety on the syringe shattered when the hcp removed the product from the packaging. Verbatim: the bd eclipse needle, the pink safety on the syringe shattered when the hcp removed the product from the packaging.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.